Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a carotid stenting interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned proglide device did not confirm the reported needle to cuff miss. The device was returned fully deployed without the plunger/needles assembly, anterior and posterior cuffs, link, complete suture and posterior needle tip. The lack of components limited the scope of the investigation. There was no detected device damage or observation to indicate a needle strike or cuff miss occurred. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the foot. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.